Event description:
It was reported during in clinic follow up that the right atrial lead displayed a failure to capture or sense. The product was explanted and successfully replaced. Fluoroscopy confirmed that the lead had dislodged. The patient was stable.